Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has no EKG signal. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Manufacturer narrative:
Corrected field: d4 (version or model, catalog). It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had an issue with "no EKG signal". A getinge field service engineer (fse) upon arrival, reported issue could not be duplicated EKG input working as expected. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer. Patient was involved but no harm to patient.

Event description:
N/a.